Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm and helped the hp to clear the alarm. The power on the hc was cycled off and on. A system error 2367 occurred. The power was cycled again. The hc went back to press go to start. Per the hp, she would finish therapy with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.